Event description:
It was reported that the field representative could not interrogate this patient with a pacemaker. The representative was using a 3300 programmer to interrogate and needed to use a 3120. The device was implanted 16 years ago, and the patient was lost to follow-up. The patient was going to have a knee replacement procedure however, the device was checked, and they found there was no battery remaining. The physician did not feel comfortable moving forward with the procedure knowing how old the device was. The patient is scheduled for a device replacement then will follow-up with a knee replacement. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the field representative could not interrogate this patient with a pacemaker. The representative was using a 3300 programmer to interrogate and needed to use a 3120. The device was implanted 16 years ago, and the patient was lost to follow-up. The patient was going to have a knee replacement procedure however, the device was checked, and they found there was no battery remaining. The physician did not feel comfortable moving forward with the procedure knowing how old the device was. The patient is scheduled for a device replacement then will follow-up with a knee replacement. At this time, the device remains in service. No adverse patient effects were reported.